Manufacturer narrative:
Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported.

Event description:
It was reported that the ventilator had a touchscreen error. Additional information about the event has been requested. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported.

Manufacturer narrative:
B4:24sep2021. Multiple attempts were made to obtain additional information and on the repair/service of the device that has been unsuccessful. Multiple attempts were made to obtain additional information and device context at the time of the reported failure; however, no further details were provided.